Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted there was a residual refractive error. In a different surgical setting the lens was exchanged for another lens of 1.5 diopters less power. Additional information was requested.